Event description:
It was reported that the customer wanted assistance with a watchdog error on the pcu. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over to determine the customer reported issue of npi watchdog error on 8015ls unit. Based on the troubleshooting results, technical support could not determine the proximate cause of the customer¿s reported issue. A serial number was not provided therefore a review of the device history record cannot be performed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer wanted assistance with a watchdog error on the pcu. No additional information was provided. There was no patient involvement.